Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) unable to be reviewed as the serial number was not able to be obtained. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As the device was not returned for evaluation, the root cause for the degeneration and stenosis cannot be conclusively determined at this time. However, it is possible that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received notification that a 25mm pericardial aortic valve was disabled via a valve in valve procedure after an implant duration of 12 years and 10 months due to degeneration leading to stenosis. A 23mm transcatheter valve was implanted via the transapical approach with perfect results. The patient was noted as being hospitalized in stable condition.